Event description:
It was reported that another company's stent was placed proximal in the cx. After multiple pre-diltations with multiple balloons (5 balloons), the minivision tried to cross distally to the already placed stent; however, it could not cross. While pulling back the minivision, the stent came off of the balloon and remained on the guide wire. The minivision stent was deployed at an unintended site. Reportedly the pt is fine.